Event description:
Incorrect troponin result was released on three patients due to poor precision on the bayer centaur chemistry instrument. Patient 1 - a troponin result of 0.62 was released. The next troponin result was 0.06. The first specimen was repeated and the result was <0.02. There was no procedure performed on the patient as a result of the incorrect troponin result of 0.62. The patient was in cv (cardiovascular) recovery and a cath scheduled before the false positive troponin was released. Patient 2 - the specific troponin values were not provided. The patient was given nitroglycerine ointment due to the incorrect result. Patient 3- the specific troponin values were not provided and there is no follow-up information on this patient. Bayer was notified. These are new instruments. Bayer has been very willing to work with us on resolving this issue with their instrument. Bayer has sent in reagents for us to run these samples in duplicate for a week to actually watch every test we are releasing. We have had one test that was discrepant out of over five hundred and it did not happen on the instrument that we have had issues with. The result of that one test did not make a clinical difference in the patient's care. Previous to sending the reagents they have sent field service engineers out to work on the instrument. They have not found a cause for the discrepant results as of yet. They sent questions out on their "list server" to see if anyone else is experiencing this problem and what sample type they are using. We are working on this end to make sure that the preanalytical piece of testing is what it should be. We are looking at specimen integrity and spin times of the sample.